Event description:
It was reported that the 9600 system had a heat warning and would not sent to pacs. Also the steering was loose. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The backplane, dicom, and steering connector were replaced during the service call. The system was tested and found to be working as intended, and put back into service.